Event description:
During a routine intralase procedure, the suction was lost prior to the completion of the flap. The suction was replaced and flap completed. There was a very small over lap of the original flap edge and the second flap edge.